Manufacturer narrative:
Product event summary: the data files and the 2af283 balloon catheter with lot 53026 were returned and analyzed. The data files showed 19 applications were performed with a returned and non-returned balloon catheter of the same lot on the date of the event. The data files showed system notice #50006 indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled was received. Visual inspection of the physical product showed a presence of blood between the inner and outer balloons and at the female coaxial connector. Smart chip verification showed that the catheter has been used for nine applications on date of event. The catheter failed the performance test due to system notice 50005 (leak detection) upon connection when the active vacuum was enabled. Pressure testing using the vacuum line showed an inner balloon breach but didn't show outer balloon breach, and it was unable to use the outer vacuum lumen to inflate the outer balloon due to a pressure sensor tube obstruction by dried blood. The y-block fitting was filled with dried blood. The outer balloon was dissected and the inner balloon pressurized using the vacuum line. Pressure tests showed an inner balloon rupture. Dissection didn't show any lifted leak or thermocouple wires and didn't show a guide wire lumen breach. Presence of blood in the handle and the system notice 50005 triggered during performance testing are due most likely due to outer balloon breach or detachment. In conclusion, the reported visible blood issue was confirmed. The balloon catheter failed the returned product inspection due to the presence of blood in the handle and on the female coaxial connector due to inner balloon rupture and outer balloon breach or detachment from the shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there were inflation issues and unknown system notices. The sheath was suspected to be damaged, with the braided wire exposed. It was suspected that the sheath punctured the balloon. Blood was observed in the coaxial umbilical cable. The balloon catheter and coaxial umbilical cable were replaced. The case was completed with cryo. No further patient complications have been reported as a result of this event.